Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of blood results reading "hi". Customer's grandson states that his grandmother feels well and requires no medical attention. Customer's expected blood results are 100-160mg/dl fasting. Verified the strips expire 07/15/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6).

Event description:
Consumer complaint of blood results reading "hi". Customer's grandson states that his grandmother feels well and requires no medical attention. Customer's expected blood results are 100-160mg/dl fasting. Verified the strips expire 07/15/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: see scanned page.

Manufacturer narrative:
(B)(4). Product returned, but evaluation is pending.